Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, minimum fill notifications occurred after filling multiple cartridges with 300 units of insulin. Reportedly, the customer was not following the proper load procedure. There was no impact to the customer¿s blood glucose level. During troubleshooting with tandem technical support, a new cartridge was loaded successfully.